Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support there was low pump flow. Attempts to resolve the issue by reseating the white cable only marginally improved the problem. The patient was ultimately escalated to a protek duo. No harm to the patient resulting from low pump flows.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned and the low pump flow was confirmed. The root cause of the low flow was determined to be due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.